Event description:
The instrument stapled but did not cut fully. After first failing removed additional bowel to remove the staple line. The patient had to have temporary illiostomy due to decrease in bowel length and trauma to tissue.